Event description:
Consumer reported concerns with infection, pain & swelling. The time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved. Consumer also reported "implant #4 just spined slight infection."

Manufacturer narrative:
Consumer reported concerns with infection, pain & swelling. The time of loss in relation to implantation was before prosthetic restoration, primary stability was achieved & osseointegration was not achieved. Consumer also reported "implant #4 just spined slight infection."